Event description:
Same case as MDR ID: 2134265-2015-03098. It was reported via facility medwatch# (B)(4) that balloon rupture and vessel dissection occurred. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.75x26mm promus premier¿ stent was deployed to treat the lesion. However, the stent did not expand all the way and a focal area of stenosis was noted. The physician then advanced a 12mm x 3.00mm nc quantum apex¿ balloon catheter for dilation. The balloon was inflated 6 times at 20 atmospheres, however the balloon ruptured. The force of the balloon popping sent a "shockwave" up the lad that ruptured the vessel. A dissection proximal to the stent in the lad was noted. The nc quantum apex¿ balloon catheter was completely removed and the dissection was treated with a non-bsc covered stent. Because residual stenosis was impeding the blood flow through the non-bsc stent, the patient had emergent coronary bypass graft to the vessel. The stent remained implanted and was fine. No further patient complications were reported and the patient is doing fine as of the moment.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).